Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in norway): no alarm

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the sample was subjected to a visual and functional examination. The device showed heavily marks of use, but no mechanical damages. No device alarms occurred during the test. During the test the occluguard function was checked by altitude change of the device and an occlusion. The change of the pressure was recognized by the pump via occluguard alarm. The complaint could not be confirmed. During our examination the alarm occurred at every occlusion or by altitude change of the device. The device operated as intended.